Event description:
In 2009, an x-ray confirmed that the pt had 6 inches of catheter in his head which was causing headaches. No additional info was provided. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
Catheter.